Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention took place wherein the patient¿s ipg was explanted and replaced with a competitor's ipg. The exact date of surgery is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.